Event description:
The customer reported that the unit had no display.

Manufacturer narrative:
The customer reported that the unit had no display. The device was evaluated at philips, and the symptom was duplicated. Reseating the display cable resolved the issue.